Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was treated for superficial percutaneous lead infection and has completed antibiotic course. Additional information notes that the pt is discontinuing the antibiotics to see if the infection returns. Per clinical specialist, the pt is doing ok and does not require any further documentation.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.